Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of unexplained low and high blood glucose of 49 mg/dl to 300 mg/dl. Customer declined high and low blood glucose troubleshooting as she indicated that she treated it with a set change.